Event description:
It was reported by service report that the stretcher does not stop immediately upon disengaging the zoom function. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Zoom big wheel, drive assembly.